Manufacturer narrative:
Millennium ventilator s/n (B)(4) was overhauled in (B)(4) 2013 by a third-party vendor. The vendor had been trained by the manufacturer to service this type of device. The device was tested by the manufacturer as it was received, with the back cover on and with the customer's exhalation block. There is an intermittent humming sound coming from the customer's exhalation block. The oxygen alarm is out of specification alarming at 32psi, specification is 24 - 28 psi. Testing of the balance regulator at 0.60 fio2 resulted in the ventilator going into bypass mode at 40 psi air and 60 psi oxygen. The display does not show "trig" in the upper left corner when the test lung is pulled. The minimum inspiratory pressure on the display manometer, peak pressure and test panel is out of specification at 1 cmh20 (specification is 4 - 7 cmh2o) until the waveform valve is completely turned counter clockwise. At that time the minimum inspiratory pressure will increase to 4 cmh2o. The "work of breathing function" is not functioning when tested with the patient circuit trigger line kinked. During this test, the "spon" and "exh" breath types do not alternate on the display. At the conclusion of the testing procedure the ventilator was opened. Visual evaluation found that the tubing came off of one of the black restrictors on the non-fluidic manifold. The immediate cause for the oxygen alarm being out of specification and for the device going into bypass at 0.60 fio2 with the air at 40 psi and the oxygen at 60 psi was the alarm being out of calibration. It is unknown what caused the alarm to be out of calibration. The immediate cause for the display not showing "trig," the minimum inspiratory pressure being out ot specification, and the "work of breathing function" not functioning per specification (including the display issue) was the disconnection of the tubing from the non-fludic manifold. It is unknown what caused the tubing to disconnect.

Event description:
The customer reported that the ventilator will alarm and display "check sense lines" after the technician turns on sensitivity to any sensitivity level. The issue was reported as occurring during a pre-clinical check with no patient involvement.